Event description:
On january 24, 2020, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultramini enhanced meter read inaccurately erratic. The complaint was classified based on the customer service agent (csa) documentation. The reporter stated that on (B)(6) 2020 at 6:30 am, the patient tested her blood glucose with the subject meter in response to not feeling well and obtained a result of ¿6.2 mmol/l¿; this result was in the normal range for her. The patient manages her diabetes with a combination of insulin (humalog, humulin and levemir) on a self-adjusting dose. The reporter denied the patient made any changes to her usual diabetes management regimen in response to the alleged inaccurate result. The reporter claimed that 2 hours later when the patient started developing symptoms of ¿stomach cramps, lethargic, heavy head and couldn¿t stand,¿ the patient re-tested her blood glucose with the subject meter and obtained a warning message of ¿hi¿ (more than 33.3 mmol/l). The reporter stated that at approximately 9:30 am, the patient was treated at the emergency room with IV fluids and insulin (0.5 units of humalog per hour until 8:00 pm). The reporter claimed the patient¿s blood glucose was measured at ¿31.0 mmol/l¿ before treatment and ¿11.0 mmol/l¿ after treatment, with the hospital meter. During troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter and the same approved sample site was used for testing. The csa noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion after obtaining an alleged inaccurate result with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.